Manufacturer narrative:
Mar-20-2009. Unable to perform retained strip test due to unk strip lot # on the event details. No further investigation is required. No corrective action is required as no product deficiency was established. As of march 20, 2009, the meter/nor the strips are expected to return. No further investigation is required at this time.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared to lab. Results as follows: date: 2009, inratio: 1st inr=1.8; 2nd inr=1.2.